Event description:
During service testing, the baxter repair technician reported an infusion pump with a failure code 403. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there have been no reports of any patient incident involving this pump